Manufacturer narrative:
The investigation of purge leak ¿ pump and vf/vt/af/at has been completed. The pump was not returned for investigation. Clinical information provided mentions that there was a possible purge reservoir leak. Without the pump or pictures, the failure cannot be investigated. Therefore, the root cause of the purge leak issue was not determined since product was not returned. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this is one of two medical device reports related to the patient implant experience. Refer to initial medical device report for the automated impella controller serial number (B)(6) with date of event 02-jan-2025 and identifier ending in (B)(6).

Event description:
The user facility reported a patient (unknown race and ethnicity) with cardiomyopathy was implanted with an impella 5.5 device for medical circulatory support and experienced a pump leak and runs of ventricular tachycardia. Additionally, patient support also required exchanging of the automated impella controller (aic). Two days prior to the impella 5.5 device implant, the patient returned for a follow-up visit post coronary percutaneous coronary intervention (totally occluded left anterior descending artery, thrombectomy and three drug-eluting stents) and was found to be tachycardiac. The impella 5.5 was implanted without incident, and the patient was sent to the unit for support. However, approximately four days after start of support, the nurse reported a purge reservoir leak (purge cassette change ruled out faulty cassette). The decision was made not to immediately remove the pump as the patient was planned for upcoming left ventricular assist device placement. Of note, same day there was report of a successful exchange of the aic for an unresolved aic power disconnected" alarm. Support continued. However, two days later the nurse call to discuss the position of the impella 5.5 pump, as the patient had more frequent runs of ventricular tachycardia. There was no suction, low flow or hemolysis. Reportedly, patient movement triggered the ventricular tachycardia. Echocardiogram was completed. Images revealed pump in a good position but potentially too close to papillary muscle or mitral valve chordae. Risks/benefits of repositioning were discussed; however, there is no information that indicates the pump was repositioned. Eleven days later the impella 5.5 device was explant and heart transplant completed. The patient reportedly remained intubated post operatively and was on an intra-aortic balloon pump for increase coronary pressure.